Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the liquid crystal display (lcd) panel. The unit passed all testing and operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.